Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A synergy ous mr 2.25 x 38mm was deployed to treat the target lesion. After post dilation, a proximal edge flow limiting dissection was noticed in the proximal part of the stent. Another synergy stent was deployed proximally and overlapping to cover the dissection, completing the procedure successfully. The patient was stable post procedure and fully recovered.